Event description:
It was reported that during an endo thyroidectomy procedure, the tip of the device was broken but did not completely all off (just bent down). There was no serious outcome even though it happened while it was being used. Unknown how case was completed. Surgery was prolonged five minutes. There were no adverse consequences for the patient. .

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
The lay user/patient contacted lifescan alleging the meter displays an unknown message/other message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
(B)(4). The analysis showed that the device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade 'lockout' later in the procedure, and continued usage can result in a broken blade.